Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device failed pretest for cutter lock verification. Therefore, the reported condition was confirmed. It was also observed that the pawls and locking components were worn out preventing the device from locking the cutter. The cause of the worn out pawls and locking components is failure to follow the directions for use and trying to run the device in the safe or load position this is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not hold the cutter device. It was reported that there was a short delay in the surgical procedure while a spare motor device was set up. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on feb 07, 2018. Upon complaint review, it was determined that the device was returned for evaluation on jan 22, 2018.